Event description:
The customer reported that during a hysterectomy, the device activated on its own. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.